Manufacturer narrative:
The complaint was confirmed through decontamination images. This is a known issue with the root cause having been previously identified to be related to the product design. The failure mode has been previously addressed in a health hazard evaluation (hhe). Corrective action for this failure mode has already been taken. There is no indication of a manufacturing related defect and it is likely that the product was distributed in conformance to the specification in effect at the time. The product was made prior to the implementation of the corrective action based off lot numbering scheme. The trend of reported complaints appears to be upward based off yearly complaints. However, if you look at monthly complaints in 2013 and 2014, the trend appears to be downward with a minor spike in (B)(6) 2013 with last complaint seen in (B)(6) 2014. There are no circumstances related to this event that contradict the conclusion of the previously performed hhe which concluded that the risk is broadly acceptable. No further action is required at this time. No supplier DHR could be located, therefore a review of the device history records could not be performed. Review of complaint history was done. Corrective and preventive action taken in (B)(4). Relayed completion of the investigation to the sales rep via phone on august 25, 2014. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a smith and nephew total hip arthroplasty, the surgeon was using a slotted mallet when the handle fractured during impaction. Another mallet was used to complete the procedure with no delay.